Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had to press the wake button multiple times for the pump to respond, and now the wake button has stopped working. There was no impact to customer's blood glucose level. Customer stated that they will continue to use the pump for insulin therapy.